Manufacturer narrative:
Device evaluated by manufacturer - the device returned has the pouch broken. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).

Event description:
It was reported that prior to a procedure, the sterile pouch was punctured. The katzen¿ outer and inner package were sealed, however it was noted that the wire was protruding out the inner pouch. The procedure was completed with a different device. As there was no contact with the patient, no complications were reported.

Event description:
It was reported that prior to a procedure, the sterile pouch was punctured. The katzen¿ outer and inner package were sealed, however it was noted that the wire was protruding out the inner pouch. The procedure was completed with a different device. As there was no contact with the patient, no complications were reported.

Manufacturer narrative:
Device evaluated by manufacturer - the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).